Event description:
Pt rhythm noted to be sinus bradycardia. Nurse found ventilator to be disconnected. The nurse did not recognize the urgency of the ventilator alarm. She thought it was a different alarm that didn't require immediate assistance. She also felt the alarm was not loud enough to get attention.